Event description:
The explanted generator was received and underwent product analysis. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator) =no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Based on the information reported, the system diagnostic test that was performed that resulted in high impedance being seen was likely caused by incomplete pin insertion as a device malfunction was ruled out for both the suspect generator and corresponding lead. Since no further system diagnostic test were run after potential troubleshooting, the high impedance value was not updated to actual impedance levels.

Event description:
Internal data from the generator was received and reviewed. On the day of surgery, only one system diagnostics test was performed in the beginning and then the rest of the operations were interrogations which all results in high lead impedance being shown.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a lead revision surgery due to high impedance (captured in MFR. Report # 1644487-2022-01357), high impedance was observed once the new leads were connected to the generator. The electrode placement was confirmed and then a test resistor was used to check the generator and high impedance was still seen therefore a new generator was opened and implanted. The lead impedance was noted to be within normal limits with the new generator. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.